Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient experienced an inappropriate shock from the implantable cardioverter defibrillator (ICD). It was noted that atrial fibrillation with rapid ventricular rate was detected as fast ventricular tachycardia. The ICD remains in use. No further patient complications have been reported as a result of this event.